Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the mildly calcified and mildly tortuous right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.00mm non-bsc balloon catheter followed by another 2.5mm non-bsc balloon catheter. Subsequently, a 20 x 2.50mm promus premier¿ stent was advanced to treat the lesion; however the device was unable to cross the lesion. The lesion was dilated again with the 2.5mm non-bsc balloon catheter but the stent was still unable to cross. The device was removed from the patient and upon inspection; the distal end of the stent was lifted. The lesion was dilated again with the 2.5mm non-bsc balloon catheter and the procedure was completed with a 20 x 2.50 promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).